Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a right heart catheterization (rhc) was performed to check the accuracy of the sensor. The representative reported that a rhc and recalibration occurred on (B)(6) 2025. The primary reason for the rhc was to check the accuracy of the cardiomems sensor. It is noted that the patient has a left ventricular assist device (lvad). The website showed that the baseline was increased by 28.8 mmhg. No further technical heart failure specialist (thfs) actions were required.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the event as well as the serial number of the hm3 lvas; however, no further information was provided by the account. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that health care provider (hcp) hospital system (hs) left ventricular assist device (lvad) millimeters of mercury (mmhg) pulmonary artery (pa) patient electronics system (pes) technical heart failure specialist (thfs) it was reported that the clinic was questioning discrepancy between pes and hs readings. Thfs reviewed readings and confirmed readings appear to be appropriate and no pes or hs inaccuracy is suspected. Thfs provided education regarding factors contributing to pressure fluctuations. The hcp mentioned this patient was hospitalized for heart failure recently.